Event description:
During investigation, a crack was found in the white clamp.

Manufacturer narrative:
The complaint of a partial crack in the white compression clamp is confirmed. Gross and microscopic examinations show a partial crack in the white compression clamp. The partial crack is located on one of the arms of the white clamp. The crack is <0.1 inches in length. Residual material is seen along the length of the crack. At this time the exact mechanism of damage is undetermined. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect or deformity related to the manufacturing process. This may be a user maintenance issue. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.